Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported that patient faced four infusion set fell off events during use within the past two weeks. The sets were in use for less than 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.